Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age, gender, race, and ethnicity noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. The impella cp pump was unable to cross the patient's new valve during attempted delivery. Due to concerns about the interaction between the pump and the new valve, the decision was made to abort the implant. An intra-aortic balloon pump (iabp) was subsequently placed for patient support. There was no patient harm reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through the new valve as per the clinical description provided.